Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. It was reported the customer may have accidentally loaded an old cartridge onto the pump. Customer¿s blood glucose was 201 mg/dl. Reportedly, the customer loaded a new cartridge successfully.